Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A bal seal is missing from the articulating surface.

Manufacturer narrative:
The issue of missing/damaged balseals has been investigated under (B)(4). The balseals located on the post feature of the attune articulation surfaces have the potential to become damaged and disassociate (come off). If the balseal is separated from the post, they have the potential of being lost in the surgical site if the surgeon is unaware of the disassociation. The balseal has the potential to cause patient harm if left inside of the patient. Following the qrb a field safety notice was issued which states for users to closely follow the instructions for use (IFU) which include inspecting the instruments before, during and after use, and to ensure that the balseals are not damaged and that no pieces are left in the patient. It also states for users to closely follow the instructions in the surgical technique to check for balseal damage and to avoid damaging the balseal. This issue is being further investigated and information can be found in CAPA-(B)(4). The complaint shall be closed to CAPA; and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.